Manufacturer narrative:
Investigation: the complaint of the z6ms temperature error was investigated. The transducer was returned, and testing was performed for the failure mode of temperature error message. The most probable cause for the complaint was due to a gastro flex thermistor trace crack and open from insufficient gastro flex reliability; this issue is related to design. Through a corrective and preventive action (CAPA), the gastro flex thermistor trace width tolerance was widened, and the cable assembly design and gastro flex stiffener was changed through an engineering change order. This defect in this complaint occurred prior to the CAPA.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that at the start of an aortic valve implantation surgery, the transducer displayed a usacquisitionhw_31 error message. The patient was already under anesthesia and on the table. The doctor withdrew the transducer from the patient and rebooted the ultrasound system. The systems' functionality could not be restored so another system was used. A replacement transducer was reinserted into the patient to continue and complete the surgery. There was a delay of 30 minutes while the replacement system and transducer were obtained and prepared. There was no loss of data and there was no patient adverse event reported. No additional information was provided.